Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention. Patient stated that it was having a hard time starting to void and emptying her bladder, she was uncomfortable with the stimulation and decreased it to 1.8. Patient also stated that next time she was seriously having a hard time voiding like has never happened that bad, she then increased her stimulation back to 2.0 and comfortable. Patient was asking about the permanent implant and if it is the same thing as the trial period with adjustments and wishes there was consistency. There were no further complications reported at this time.